Manufacturer narrative:
By copy of this correspondence fh orthopedics, inc. Is notifying you of a voluntary product recall due to the potential mislabelling of a shoulder arthroplasty glenosphere, size 36mm. The lot number on the box and the lot number on the implant may have been different. It is imperative that you are aware that this represents no potential danger to patients or to staff. It was an error in labeling that was identified by fh orthopedics, inc. And it was immediately reported to the appropriate quality assurance personnel.

Event description:
Barcode label gs1 on side package (lot number e04701) does not match with the lot number on outer package label (e04544). Conform batch number is e04701. Four pieces impacted by this non conformity. Labeling arrow incident in the us: when placing a glenoid, a hospital compared the gs1 barcode labelling with the box. They found a difference and reported it. Barcode e04701; labeling e04544; engraving e04701. After analysis, it appears that during the production cycle, a printing error of 4 labels on (B)(4) pieces manufactured was done. Four pieces are non conform. Among the 4 pieces batch number e04544 sent to the USA: 2 pieces are implanted; 2 pieces are in quarantine stock at (B)(4). Four pieces non conform: a recall of 2 pieces in (B)(4) quarantine stock ((B)(4) is the us distributor of (B)(4) products); 2 pieces are implanted: to update and modify patient files in to the conform batch number: e04701. Fsn: field safety notification - fsn will be sent to: fsn for 2 hospitals: to update and modify patient files; fsn for (B)(4) distributor: to confirm others pieces are in conformity.